Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 237 mg/dl after eating apples and ice cream without a meal announcement while using an inset infusion set on the stomach and a dexcom g7 cgm. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. Investigation included review and user troubleshooting and education regarding missed meal announcement and appropriate use. Investigation of this case revealed no device malfunction or alarm activity and indicated user-related use error due to a missed meal announcement as the most plausible contributor to the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with failure to announce a carbohydrate-containing meal.